Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawer failures occurred across the station due to a broken half-height drawer. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers failed. A field service engineer (fse) identified that a half high drawer in the auxiliary cabinet had been forcefully shut into the station, which caused a propagating effect across the entire station environment. The remote manager controller board was not recognized following the drawer failure. The fse replaced the remote manager controller board with a new unit. The system functioned as intended after the field service engineer resolved the device.